Event description:
Clinical study. Same case as # 6000089-2005-00552 and 6000089-2005-00554. 248 days after a drug eluting stenting treatment procedure the pt expired. The lesion being treated was a 2.5mm 99% stenosed svg 1st diagonal (1st diag) artery. The lesion was predilated. The first stent the physician implanted was a taxus express 8.8% 3.0x20mm drug eluting stent. The second stent implanted was a taxus express 8.8% 3.0x24mm drug eluting stent. The third stent implanted was a taxus express 8.8% 2.50x20mm drug eluting stent, the fourth stent implanted was a guidant vision 3.0x15mm with an unk overlap of all four stents. All stents were placed in the svg 1st diag. The pt was discharged in 2004 on plavix and aspirin. In 2005 the pt expired. There was no autopsy. In the opinion of the physician the cause of death was atherosclerotic cardiovascular disease (ascvd) and cerebral vascular accident (cva). In the opinion of the physician the relationship of the pts death to the target vessel is "unk".

Event description:
It was further reported that target lesion #1 was located in a vein graft to the 1st diagonal with 99% stenosis and was 40mm long with a reference vessel diameter of 2.5mm. The vein graft was first treated with balloon angioplasty along its length. Target lesion diameter stenosis was noted to be 100% following predilatation, and several doses of ic nitroglycerin were required to improve blood flow. A 2.5x20mm taxus stent was placed in the distal portion of the vein graft followed by a second 3.0x24mm taxus stent in the mid portion. Residual stenosis beyond the second stent was treated with an overlapping 3.0x15mm. Vision stent placed between the two previously deployed stents. The ostium was treated with direct stenting using a 3.0x20mm taxus stent. A failed attempted was made to place a 3.0x8mm vision stent for treatment of a residual thrombus or flap distal to the previous ostial stent. Per catheterization report dated the vision stent was lost from the guidewire into the aorta and not able to be retrieved. Final angiography indicated 0% residual stenosis of the entire stented segment. Per discharge summary, the pt made slow progress in her recovery, but did not experience further chest pain or cardiac complications. The pt was discharged to an assisted living facility on asa and plavix therapy. During the 1-year follow-up period of the study, the pt died in a nursing home. Specific info regarding the event is not available. An autopsy was not done, in the opinion of the physician the cause of death is ascvd/cva and it is unknown if the target vessel(s) were involved.